Manufacturer narrative:
The device was visually evaluated and the jaw is broken at the interface with the actuator rod. A portion of the distal end of the jaw is missing. The device was functionally tested and the finger loops actuated with no issue. The site of the material break appears to be a clean break with no plastic deformation. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. The failure mode is confirmed, the root cause is attributed to excessive force.

Event description:
It was reported that during a procedure using a elite pass suture shuttle with ratchet, the top of the jaw completely broke from the shaft while inside the joint. The broken piece was removed arthroscopically with a grasper. The procedure was completed using competitor's device. There were no patient complications reported as a result of this event.